Event description:
It was reported that the insulin pump had prime/fill anomaly. Customer stated that insulin squirted out during manual prime. Troubleshooting was done. Customer's blood glucose was 169 mg/dl. Advised the customer the insulin pump would be replaced.

Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.